Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarms. Troubleshooting for the alarm was partially performed. The customer stated that the alarm reoccurred after changing battery in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, a21 test and self test, no error noticed during testing.